Manufacturer narrative:
Block h11: upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual inspection of the device revealed that the cage was detached, but not fully. Additionally, it was noted that the suture did not return for analysis. Based on the information available and analysis results, the reported allegations of the dart detaching could not be confirmed through product analysis. Additionally, the reported patient symptom of unretrieved device fragment is a known risk associated with the use of a capio device and it is noted as such in the device instructions for use. A conclusion code of cause not established was assigned to this investigation since the suture did not return to perform the analysis and the investigation findings did not lead to a clear conclusion about the cause of the failures. Furthermore, during inspection, it was noted that the cage did not fully detach. The issue may have been caused by operational factors, including the application of excessive force. It is possible that manipulation during the procedure contributed to the incomplete detachment of the cage, the most probable cause of adverse event related to procedure is selected. Block h6: device code a0501 captures the reportable event of dart detachment. Impact code f2301 captures the reportable event of using cooper forceps to retrieve the dart.

Event description:
It was reported that during a procedure using a capio slim device, the suture was inadvertently cut, resulting in the needle and thread temporarily remaining inside the patient. A subsequent computed tomography (CT) scan identified the location of the dart, which was successfully removed using cooper forceps without the need for additional invasive intervention. No further patient complications reported.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of dart detachment. Impact code f2301 captures the reportable event of using cooper forceps to retrieve the dart.

Event description:
It was reported that during a procedure using a capio slim device, the suture was inadvertently cut, resulting in the needle and thread temporarily remaining inside the patient. A subsequent computed tomography (CT) scan identified the location of the dart, which was successfully removed using cooper forceps without the need for additional invasive intervention. No further patient complications reported.